Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response buttons was unresponsive. As received, the rear response button cable was creased. The cause of the non-functional response buttons is the damaged cable. The root cause of the creased cable cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.